Manufacturer narrative:
The investigation determined that non-reproducible and lower than expected amon quality control results were obtained from a non-vitros control fluid processed using vitros amon slides on a vitros 5600 integrated system. The most likely assignable cause is instrument related. Vitros amon precision testing was outside of ortho guidelines, indicating that the vitros 5600 integrated system was not performing as intended at the time of the events. An ortho field engineer cleaned the microslide incubator and replaced the incubator evaporation caps to return the vitros system to expected performance. Following these service actions, acceptable vitros amon performance was observed.

Event description:
The customer observed non-reproducible and lower than expected ammonia quality control results from a non-vitros control fluid processed using vitros amon microslides on a vitros 5600 integrated system. Non-vitros control = 71, 71, 70, 82, 94, 94, 89, 90, 88.9 versus expected 132 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ammonia result was generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).